Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted the right atrial lead exhibited loss of atrial capture. The patient had a few mode switches that appeared to be from loss of atrial capture followed by intrinsic p-waves. Threshold testing also revealed intermittent loss of atrial capture. The device was reprogrammed. The patient was stable.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted the right atrial lead exhibited loss of atrial capture. The patient had a few mode switches that appeared to be from loss of atrial capture followed by intrinsic p-waves. Threshold testing also revealed intermittent loss of atrial capture. Testing was done in unipolar but patient stated that he began feeling a strong ¿ticking¿ in his heart. The device was reprogrammed. The patient was stable.